Manufacturer narrative:
Initial report sent to FDA on 02/14/2008.

Event description:
Procedure: lap chole. According to the reporter: 5 days post op, the pt had to have a re-operation due to biliary leakage. Two clips had been fired across cystic duct on pt side but one clip was half disengaged and the other was malformed (with its legs crossed). Both clips were retrieved without tissue damage.